Event description:
It was reported there was low bipolar impedance of approximately 190 ohms. Unipolar was higher at 300 ohms but showed noise on the egm. The patient later reported the lead had "frayed" and was no longer working, "making him feel bad." The lead was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
Other : it was reported there was low bipolar impedance of approximately 190 ohms. Unipolar was higher at 300 ohms but showed noise on the egm. The patient later reported the lead had "frayed" and was no longer working, "making him feel bad." The lead was replaced. No patient complications were reported as a result of this event. No conclusion can be drawn; frayed interference impedance, low.